Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Investigation: accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the fault description provided by the customer was confirmed and further defects were identified. The following defects were identified in total: rear video input connection socket, corroded / dirty, side video input jack, dirty / oxidized. The technical inspection revealed that the rear and side connectors have oxidized due to improper refurbishment; furthermore, the motherboard is defective, having been damaged by improper use during refurbishment or handling. We therefore conclude that this was caused by improper use by the user or during refurbishment. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "no image during use." No negative impact in state of health reported.